Event description:
During pt use, an 'o2 loss' alarm occurred. The pt was ambu bagged and switched to another ventilator. Later, distributor's service staff found that the luer connector between the servo valve and analog board at o2 side came off. Tightening all connector by the distributor's service staff at the hospital resolved this issue. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, no pt info was provided.